Event description:
It was reported that the tubing of the cassette was dirty. The dirty tubing was identified prior to use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number s14b17087 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned and an evaluation was completed. A visual inspection of the returned sample identified particulate matter within the tubing of the patient line. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. Upon conclusion of the investigation, particulate matter was observed within the tubing of the patient line. The cause of the particulate matter could not be determined. This issue is being further investigated through a CAPA. If additional relevant information is obtained, then a follow-up MDR will be submitted.